Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in (B)(6) 2016. The following products were used in the surgery: (product ID: 54740004545, qty: 4); (product ID: 54740005540, qty: 4); (product ID: 54740005545, qty: 2); (product ID: 1476300500, qty: 1); (product ID: 5431414, qty: 1); (product ID: 5431415, qty: 1); (product ID: 5432141, qty: 2); (product ID: 7068396, qty: 3). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion from th10 to l4, for the treatment of l1 burst. Transverse hook was used at th10 and pedicle screws were used at th11, 12 and l2-4 in the surgery. Post-op, on an unknown date in (B)(6) 2016, infection was observed. The patient reported fever and low back pain as a result of infection. It was also reported that the initially placed rod protruded to patient back, and a mid-line nut of a cross link also protruded to posterior. Also decubitus was concerned, so removal surgery and debridement was performed and the implants were removed. Reportedly, according to the doctor, there was no causal relationship between infection and implants due to the time course from initial surgery; however, causal relationship cannot be ruled out completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.